Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet treated a low blood glucose of 70 mg/dl with oral glucose and later observed a blood glucose of 206 mg/dl, consistent with overtreatment of hypoglycemia; no device alarms or malfunctions were reported and troubleshooting and education were completed. No adverse clinical symptoms associated with transient hypoglycemia followed by hyperglycemia. Outcomes included no hospitalization and resolution through self-management and education. Investigation included a review of device performance through user communication and assessment of user actions. Investigation of this case revealed no device problem or component malfunction and indicated user-related overtreatment as the precipitating factor for the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user technique related.